Event description:
The caller stated that the trach was in the pt for 12 days before the cuff would not inflate. The caller recannulated the pt, though the trach was not scheduled to be changed out. The caller stated that the cuff was pre-tested.

Manufacturer narrative:
Return of the sample for investigation was requested. If returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.